Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The radio frequency could not establish communication. The device was explanted and replaced.